Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the device history record for batch number 23c27g8375 and there were no such defect encountered during in process and final control inspection. Sample for evaluation: received 1pc sample of introcan safety 3 pur 22g 0.9x25mm-jp in an opened packaging with batch 23c27g8375 and article# 4251128jp. Visual inspection: observed movable particle contamination on the capillary surface under 20x magnification using keyence scope. Ftir identification: the contaminant was sent to an external lab for identification against b. Braun library. The result interpretation shows high match with dymas glue which is used during gluing of cannula to cannula hub at cannula assembly machine. However the physical appearances of the contaminant and dymax glue is completely different and it is only used at cannula assembly machine. Manufacturing control: produts are subjected to in-process and final control visual and functional tests. Visual inspection is to check for cleanliness. The inspection results were reported as passed. Gemba walk: gemba walk was performed at the machines, there was no similar contamninant found. Conclusion: though the contaminant is located at the product's capillary, however, the returned sample does not have any original packaging. From the gemba walk observation, ftir analysis and physical appearance, such similar contaminant could not be found in bmi manufacturing floor. As the origin of the contaminant could not be identified, complaint is not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in japan: foreign object on the needle tip.